Event description:
It was reported that during device data review at a regular follow-up appointment, a safety switch was seen from the right atrial (ra) lead due to a single low, out of range (<200 ohms) pacing impedance measurement. Noise was also seen from the ra lead, but the noise did not worsen with provocative maneuvers. Because all of the measurements were stable and in-range, the physician elected to continue with normal follow-ups. The patient was stable with no adverse consequences and this device remains in-service.